Event description:
Dealer called to check on order and advised chair is used in a facility and the staff does not push or use the chair correctly and caused fork to bend.

Manufacturer narrative:
Follow up to be sent if additional information is received.